Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-15. H6: investigation summary one 30842e-0006 sample was received in sealed packaging from lot 21015674; no connecting products were received to assist the investigation. Functional testing involved flushing fluid through the received product with a bd plastipak 50ml syringe from stock; no occlusions or flow restrictions were observed. The sample was then subjected to an infusion using an alaris cc syringe pump from bd stock at an infusion rate of 100ml/h; no alarms were experienced throughout the infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015674 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned sample and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported occlusion alarms. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 30842e-0006 set in the past 12 months. H3 other text : see h10.

Event description:
It was reported that bd smartsite¿ extension set was clogged. The following information was provided by the initial reporter: " when an infusion is connected to the port, the alaris pk sets off an occlusion alarm. "

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd smartsite¿ extension set was clogged. The following information was provided by the initial reporter: " when an infusion is connected to the port, the alaris pk sets off an occlusion alarm. "